Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the prime test. The caller didn't have a tubing clamp for the high pressure test or more infusion sets to continue troubleshooting. Advised the caller to have the customer call back to complete the troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at the time. We therefore consider this report complete to the best of our knowledge.